Event description:
Patient was injected in the nasolabial folds with radiesse dermal filler; the following day, she developed redness, swelling and bruising.

Manufacturer narrative:
Patient was injected in the nasolabial folds with radiesse dermal filler; the following day, she developed redness, swelling and bruising. She was diagnosed with an infection and prescribed augmentin (antibiotic) 875mg orally twice a day, for ten days. The infection has resolved.